Event description:
It was reported that the patient surgical suture opened after one month of inflatable penile prosthesis (ipp) implantation due to swelling and itching. The doctor decided to remove the preconnected pump and replaced it with a new one. Patient is doing well one week post op. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.